Event description:
The facility reported a flo-gard infusion pump which continuously beeps and will not silence. This event interrupted a patient infusion in the facility's general patient ward. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device has been received by baxter and is currently in the process of being evaluated. A follow-up medwatch will be submitted upon receipt of evaluation results or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: device history review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of f27. The root cause was determined to be fluid intrusion into the channel. A service history review revealed no previous service events that were related to the reported condition. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.